Event description:
It was reported by perfusion services on (B)(6) 2010 that during an insertion on the previous weekend, the cath lab interventionalist was unable to fully pass the iab-05840-lws completely through the sheath. The intra-aortic balloon (iab) was pulled & a new iab was inserted without difficulty. Patient status was stable. Information received on 02/12/2010 by the chief of perfusion stated that the original report was not conveyed correctly. The iab could not be advanced through the super arrow-flex (saf) sheath. The cath lab technician reapplied the syringe & pulled negative a second time. The cardiologist tried a second insertion attempt through the saf, but it was again unsuccessful. The iab was then successfully inserted using the white plastic non-wire reinforced sheath from the same catheter package. The iab catheter was not kept as it was used on the patient. There were no patient complications from the event.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.